Manufacturer narrative:
Block e1: no. (B)(6). Address was reported here as the address exceeded character limit for the designated field. Block h6: imdrf device code a0401 captures the reportable event of stent break. Block h11: a flexima biliary stent was returned for analysis. A review of the photos provided by the complainant showed evidence of a stretched and kinked guide catheter, along with the device label information. Visual examination of the returned device confirmed that the guide catheter was stretched and kinked, while the stent itself appeared to be in good condition. No other damage was noted to the stent or the delivery system. Product analysis could not confirm the reported event of stent breakage. Based on all available information, the investigation concluded that the reported event and the observed damage were likely unrelated to a product defect. Furthermore, the reported event occurred during the procedure, and there is no objective evidence or descriptive details to substantiate it. However, the guide catheter was returned kinked and stretched, which most likely resulted from excessive force applied during device removal, possibly due to procedural tortuosity that made extraction difficult. Therefore, after reviewing and analyzing all available information, the most probable cause was determined to be no problem detected.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted to treat drainage in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During preparation, the stent fell off while being unpacked. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of stent break.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted to treat drainage in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During preparation, the stent fell off while being unpacked. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.